Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low digoxin result generated by the access 2 immunoassay system for one patient. A digoxin result above the therapeutic range was obtained upon repeat analysis. The low result was not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Sample was drawn into a lithium heparin tube and was centrifuged at 3,500 rpm for 10 minutes. Qc performed before the event resulted within specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which met specifications. The fse run a low level digoxin qc and a fifty point digoxin precision test; all results were within specifications. A root cause for this event has not been determined.